Event description:
The customer reported corrupt and mixed pt image data. No pt or user injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The system hard drive was evaluated and replaced. The system was tested and found to be working as intended and returned to service.